Event description:
It was reported that, "was impacting the femoral component and a portion of the plastic broke off. Nothing in the pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.